Event description:
Caller reported a cartridge alarm 20 during pumping and was unable to access the change cartridge menu even after attempting to load a new cartridge. There was no adverse impact to the customer¿s blood glucose level, as it remained below 500 mg/dl (27.7 mmol/l). The issue persisted despite attempts to reset the pump, leading technical support to decide on replacing the pump. The customer did not have a backup therapy available and was advised to contact their healthcare provider. Technical support arranged to send a replacement pump with updated software and provided guidance on the necessary steps to follow upon receiving the new device, including returning the malfunctioning pump within 10 days using the provided return box and pre-paid label.